Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date unknown. Device lot # was not provided/unknown. Product not returned to manufacturer.

Event description:
It was reported that the head of the screw stripped. When dentist tried to replace the crown, she/he found out that previous dentist stripped the screw. Patient will returned to retrieve the screw.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined.